Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c501 module. The sample initially resulted in a na value of 188 mmol/l and it repeated as 138 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer found a broken vacuum nozzle on the rinse unit. The engineer resolved the issue with the nozzle. The investigation determined the service actions resolved the issue.